Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7016318. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: ni, batch: 22006332.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. The patient underwent a revision procedure wherein the linear leads and anchor were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads and anchor were not returned.